Event description:
The device was sent in for repair, and during the repair process it would not retain a pin. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was corrosion built up inside the device. This condition could cause the device to not retain the pin.